Event description:
Additional information received from the manufacturer's representative noted that the patient went to implant and when impedances where checked intraoperatively, no issues where seen. Cause of it was unknown.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient began their trial on (B)(6) 2016. The patient¿s external neurostimulator (ens) was dead on (B)(6) 2016 and the patient went in to their health care provider's (hcp's) office on (B)(6) 2016 to have the batteries changed. The manufacturer representative replaced the batteries and everything was working fine now with the ens. The settings not available screen 59 appeared when they tried to increase programs 1 and 3 on (B)(6) 2016. Both programs only allowed the manufacturer representative to reach 0.1 ma before the screen was shown. The patient had 3 programs: program 1 was set with 3 positive and 1 negative, program 2 was set with 2 negative and 0 positive, and program 3 was set with 3 positive and 1 and 2 negative. The manufacturer representative could not increase past 0.1 ma on all combinations with electrode 3 and was able to increase past 0.1 ma on combinations 0 and 1, 0 and 2, and 1 and 2. Electrode 3 was not a viable option. Electrode 3 had been working for the patient previously. The percutaneous extension was seated properly in the twist-lock cable. The manufacturer representative set up the patient to have program 1 use electrodes 1 and 2, program 2 use electrodes 0 and 2, and program 3 use electrodes 0 and 1. No medical symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.